Event description:
It was reported that the ventricular lead exhibited noise. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Analysis found insulation an abrasion at 5.6 cm to 5.7 cm from the distal tip. The abrasion was consistent with constant friction with another implantable device. This could have contributed to the reported noise problem